Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set separated from the tubing; further described as ¿blue white portion of the transfer set fell off¿. The plastic tubing was still connected to the patient. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection of the photographs showed only the main body and the white twist sleeve of the transfer set. The silicone tubing and patient adapter were not present in the photographs indicating the tubing had separated from the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the silicone tubing to the leg of the female connector is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter would cause a separation. Should additional relevant information become available, a supplemental report will be submitted.